Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found the primary failure of instrument functional test failed ¿ clip test to be related to the customer reported complaint. The instrument past engagement and recognition tests. The clip applier instrument failed the clip test due to misapplication of the clip. The instrument was unable to retain and apply the clip. Grips open and close with no issue. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large hem-o-lok clip applier instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument would not load or close correctly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no noted damage. The issue occurred prior to clip application while the instrument was inside the patient. The event did not cause the clip to fall inside the patient. The type of clip used was a large hem-o-lok clip. The customer used a backup large hem-o-lok clip applier instrument to resolve the issue.